Event description:
It was later reported that the patient was having the pump system removed on (B)(6) 2015.

Event description:
It was later reported that the patient continued to leak csf and was taken back to surgery on the day of report. All connection was checked and there were no obvious leak found. The patient¿s healthcare professional sutured around catheter entry site again and also used a fibrin gel to see if it would assist clotting. The patient was on a fentanyl patch and the pump was at minimum until they have control of the leakage. The patient was being worked up by a rheumatologist for possible medical conditions causing this. No equipment was replaced at the surgery that occurred on the day of report.

Event description:
A representative later reported that the patient continued to leak spinal fluid. Their pocket was drained, and they were taken to surgery on (B)(6) 2015 where the catheter was revised and troubleshooting was performed. The doctor determined that they were leaking around the catheter site. Since this was an ongoing problem, the doctor opted to change out the entire catheter and replace it at a different level. There were no complications during the procedure, and the patient was continued on their current dose of fentanyl of 150 mcg/day. On (B)(6) 2015 the patient¿s dose was increased to fentanyl 165 mcg/day, and they were discharged home. There was no swelling or signs of spinal leak as of (B)(6) 2015. The patient was to follow up with their doctor for a site check and dose increase (if needed).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was later reported that the patient has had multiple spinal blood patches, catheter revisions, and a replacement since the initial implant on (B)(6) 2014. The patient had catheter revisions on (B)(6) 2014 and (B)(6) 2015. Then the patient had a catheter replacement on (B)(6) 2015 and additional catheter revisions on (B)(6) 2015 and (B)(6) 2015. On (B)(6) 2015, the patient was admitted to the hospital and the pump was turned off and the catheter was tacked dow &#64416;all of these procedures and surgeries were due to recurring cerebral spinal fluid (csf) leaks every 4-5 weeks post-operation. It was noted that 4-5 weeks is the time frame that the tissue glue used in the surgeries holds for. The lumbar incision would break open and the csf would run down the catheter, accumulate around the catheter path, and fill the pump pocket in her hip. The patient was recovering from their last surgery on (B)(6) 2015 where a platelet-rich plasma (prp) injection was used instead of the tissue glue. It was thought that the patient might be allergic to the tissue glue. However, the prp did not even hold for 3 weeks before the patient began to leak csf again. The patient would get constant spinal headaches and had absolutely no quality of lif it was noted that when the patient was not leaking spinal fluid, she had amazing results. Additional information received reported the patient also had swelling around the pump pocket and catheter incision site. The issue was due to catheter dislodgement/migration. The catheter didn't want to stay in the intrathecal space which caused csf and medication to leak out. The issue was at the distal (spinal) segment of the catheter. The issue was identified from a magnetic resonance image (MRI). The last surgical intervention occurred on (B)(6) 2015. The event was noted to be ongoing. The patient had not recovered but was working with their doctor and/or a manufacturing representative. Per the neurosurgeon, the patient may have developed a resistance to the catheter which wouldn't allow proper healing to occur.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.